Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint is being opened from a self-service customer report. The device was not returned to brézins for investigation as its repairs were carried out locally. Unfortunately after several requests, no device/no log, or replaced part was returned to brézins for investigation. Thus, we are unable to perform an investigation and identify or confirm a cause at the origin of the reported event. Therefore, the reported event is not confirmed and the root cause remains unknown. If further information is provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Customer reports the following: "problem: broken note. Action: keypad alarm. Replaced housing with keypad. Resolution: installed and tested." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.